Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.

Event description:
Patient presented today in the hospital for pacemaker system extraction/removal due to infection. Lead was capped and cut.